Event description:
The reporter contacted animas on (B)(6) 2018 alleging an intermittent power issue with the pump beginning (B)(6) 2018. The reporter stated the threads in the battery compartment were stripped. The reporter denied any damage to the battery cap and confirmed that the battery cap had never been replaced. There is no indication the alleged product issue caused or contributed to an adverse event. The device was returned to the manufacturer and investigation completed on 27-aug-2018. On investigation, the black box data revealed multiple unexplained power on reset events recorded on (B)(6) 2018. On examination, the battery compartment was found to be cracked and the returned battery cap had stripped threads. With this damaged cap in place on the pump, the alleged intermittent power issue was duplicated as the damaged battery cap was unable to maintain electrical connection. With a test battery cap in place on the pump, the pump powered on normally and was able to complete ez-prime steps without power interruption. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display screen was noted to be dim/discolored.